Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the pendant buttons were sticking resulting in the system switching between 2d and 3d image functionality while being unable to perform 3d image acquisitions. To restore functionality the pendant and remote handswitch were replaced. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. Other relevant device(s) are: product ID: bi71000488, serial/lot #: unk; product ID: bi71000479, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the 2d and save buttons on the imaging system were sticking. It was noted that the event logs showed evidence of the buttons sticking. There was no patient present when this issue was identified.

Manufacturer narrative:
The handswitch was returned to medtronic for analysis. There were no failures found with the handswitch - it appropriately took 2d and 3d images and the store feature was successful at each actuation. The pendant was returned to medtronic but analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi70000023, serial/lot #: rev. 5 : s/n (B)(4); product ID: bi30000108, serial/lot #: rev. 3 : s/n n/a. Hardware analysis of the pendant found buttons to be physically damaged. Conclusion code and result code pertain to the system checkout and pendant. Conclusion code and result code pertain to the handswitch. If information is provided in the future, a supplemental report will be issued.